Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex balloon catheter was used to dilate the lesion. The balloon ruptured at 18 atmospheres on the 1st inflation. The procedure was completed with this device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with hoop but no original packaging or other devices. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal balloon tear 6mm long on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified left anterior descending artery. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was used to dilate the lesion. The balloon ruptured at 18 atmospheres on the 1st inflation. The procedure was completed with this device. No patient complications were reported and patient's status was good.